Manufacturer narrative:
(B)(4). Medical devices: guide catheter: sofia 6f, guide wire: barewire workhorse. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a non-calcified, thrombotic, mildly tortuous internal carotid artery. The physician replaced the barewire from the emboshield kit, because it was deemed too short and a 315cm barewire workhorse was used instead. During filter removal with the retrieval catheter, the emboshield nav 6 filter element came off of the barewire workhorse. The nav6 filter then had to be snared. It was pulled into a non-abbott guiding catheter and retrieved successfully. It was also noted that the barewire workhorse did not present any device malfunctions or deficiencies, however, the physician remains unsure which device was at fault. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported difficulty was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.